Event description:
It was reported the patient expired. The cause of death was unrelated to the implanted system(s). However, the cause was not specified. The patient had metastatic pancreatic carcinoma and was being monitored in the hospital prior to her death.